Event description:
It was reported that the pt was experiencing an increase in seizures recently. The relationship of the seizures to pre-vns baseline levels is unk. The pt's device was interrogated and eri = yes, but based on diagnostics, proper therapy was still being delivered. The pt is being referred for generator replacement surgery. Attempts for further info have been unsuccessful to date.